Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were numbers on the screen when priming. The customer reported that there was no insulin coming out. The customer reported that they received max fill reached alert and no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer performed displacement test. The customer stated that numbers were ramping on the screen and they received max fill reached alarm. The insulin pump failed displacement test. The customer stated that the piston was not touching the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, error, basic occlusion and displacement tests. No motor error alarms were noted. Unable to prime the pump during prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery test due to the prime anomaly. The keypad traces were inspected and no anomalies were noted. No display ramping on its own noted. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window.